Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone17.3 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that during activation, the patient heard double beep, but did not feel the needle deploy and insert the cannula into the infusion site. The patient removed the pod and noticed that the pod did not have a cannula. Blood glucose levels were reported to be 300 mg/dl. As treatment a new pod was placed.

Manufacturer narrative:
The pod arrived not deployed with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. Review of the download data found false open readings during priming indicating a rotational sensor malfunction, resulting in first priming ending a few pulses early. Inspection of the returned device found no missing components. The pod was reset and reran successfully, no data abnormalities were observed and the pod did not replicate the rotational sensor error. Inspection of the rotational sensor assembly found contamination on the commutator cap. The observed commutator cap contamination could not be confirmed as the cause of the first prime ending prematurely and the cause of the reported needle mechanism failure complaint could not be determined.